Event description:
It was reported by the customer that when drawing medications, syringes are leaking and are hard to push. No information was received regarding any serious injury as a result of these product issues.